Event description:
Procedure: lap gastric bypass. Reportedly, the staples fired, but did not cut. It appears to have no knife blade. They cut that section out and had to do the anastomoses again. No further pt injury reported.